Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1921803 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during deployment. There was no reported patient injury. The device was stored as per the labeling and was opened in a sterile field. All precautions were taken and proper prep was preformed. The mynx was used during a diagnostic coronary procedure, which used a retrograde approach. The user is in-training for the use of the mynx device. The diameter was verified to be greater than or equal to 5 mm. The sheath used in conjunction with the mynx was a non-cordis device. There was little to no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and there was no vessel tortuosity. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved within thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during deployment. There was no reported patient injury. The device was stored as per the labeling and was opened in a sterile field. All precautions were taken and proper prep was performed. The mynx was used during a diagnostic coronary procedure, which used a retrograde approach. The user was in-training for the use of the mynx device. The diameter was verified to be greater than or equal to 5 mm. The sheath used in conjunction with the mynx was a non-cordis device. There was little to no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and there was no vessel tortuosity. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved within thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile 5f mynx control vcd involved in the reported complaint was returned for investigation visual inspection of the received device showed that button 1 was not depressed and button 2 remained in the manufactured position. The procedure sheath was returned and the sealant was observed to have remained under the sealant outer sleeves. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 2.5 mm from the balloon proximal neck. A product history record (phr) review of lot f1921803 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon loss of pressure in patient¿ was confirmed through analysis of the returned device. The exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, procedural sheath factors/concomitant device factors and/or vessel characteristics (even though it was reported that there was no pvd/calcium in the vicinity) may have contributed to the tear found on the balloon since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a, damaged sheath, stent or vascular graft). According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.